Event description:
Allegedly patient returned to physician and presented with loose insert.

Manufacturer narrative:
Upon investigation, it was determined to be user error that contributed to this event. Visual examination. Photographic images made. Complaint review. DHR reviewed. The locking detail is worn from attempted insertion and extraction. The deformation of the dovetail locking feature shows that the insert was not fully seated at the original surgery. The DHR indicates that the insert met specification when it was manufactured. This report will be updated, when the conclusion codes have been assigned.